Event description:
33 year-old female with symptomatic cholelithiasis underwent same day robotic gall-bladder removal surgery and during the surgery, a specific piece called a robotic hook (which attaches to the da vinci arm) started smoking, the hook and cord were removed and replaced with another robotic hook to complete the surgery. There was no known harm to the patient who recovered well and was discharged to home the same day.